Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and the patient experienced torsades/ ventricular fibrillation (vfib) during radiofrequency (rf). The patient was successfully cardioverted to sinus rhythm and a heart catheterization was performed by an interventional cardiologist to check for blockage. The procedure was aborted. The patient was stable by the end of the case. The catheters were discarded. The physician believed that a premature ventricular contraction (pvcs) occurred on a t wave sending the patient into vfib. He did not think it had anything to do with the ablation.